Manufacturer narrative:
Initial reporter: (B)(6). The millennium infant ventilator was evaluated to determine the rattling (flapping) sound. The case was opened and it was found that the poppet valves for the non-fluidic manifold were hitting up against the case. No loose pieces were found inside the case. Testing of the device was completed per manufacturer inspection procedures and data sheets. The stand-by alarm was out of specification per the data sheets/ procedures. Millennium ventilator version 1.2 firmware allocated 60 seconds for the stand-by alarm. This was increased in a later version to 114 seconds +/-5 seconds and the data sheets/ procedures were updated accordingly. As the timing cannot be changed on the firmware the ventilator will test out of specification; however, is within specification for its manufacture time-frame. Further testing found that the maximum inspiratory pressure was recorded at 94.9 cmh2o. The specification is 70+/-5 cm h2o. Maximum expiratory pressure was recorded at 25 cmh2o with a specification of 20 +/-2.0 cm h2o. The cause for the maximum inspiratory and expiratory pressures being out of specification is drift of the pressure set regulator.

Event description:
The reported failure was found at time of product receipt. The ventilator had recently been overhauled by the MFR and returned to the customer. Upon removing the device from the box the customer heard noise that sounded like a screw "flapping around" inside the ventilator. The customer stated that the noise was not the flow meter ball.